Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please reference previous MFR. Reports #9616099-2014-00760 and #9616099-2014-00761. (B)(6). This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00218 and # 9616099-2016-00219.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6) smart pms and the case number is (B)(6). During the study index procedure the patient had two (2 each) smart control iliac stents implanted: a 7 x 80 and a 6 x 100. The stents were implanted without any reported product issue. The target lesion was the proximal, middle and distal portion of the left superficial femoral artery (lsfa). The lesion was reported to be: a 100% stenosis, mildly calcified and not tortuous. Approximately thirteen months after the study index procedure, the patient experienced restenosis of the two previously implanted smart control stents and was treated by bypass surgery (this event was captured previously in another complaint file). The patient recovered. Approximately sixteen and one-half months after the study index procedure, the lesion was reported to be blocked. Endovascular treatment (evt) was performed at the bypass graft non-target lesion revascularization). The patient recovered. Additional information received indicated that the blockage reported was in the bypass graft. There was no reported restenosis or thrombosis of the two (2) previously implanted smart control stents. It was unknown if the blockage reported was within five (5) mm. Of the previously implanted two (2) smart control stents. It was unknown if the patient maintained on antiplatelet therapy or if the patient was compliant with the prescribed antiplatelet therapy. It was unknown what was done (evt) specifically to treat the reported blockage. It was unknown if the blockage of the bypass graft was thought to be related or unrelated to the study index procedure or devices by the study/study's principle investigator.

Manufacturer narrative:
As reported, the patient was enrolled in a clinical study. During the study index procedure the patient had two (2 each) smart control iliac stents implanted: a 7 x 80 and a 6 x 100. The stents were implanted without any reported product issue. The target lesion was the proximal, middle and distal portion of the left superficial femoral artery (lsfa). The lesion was reported to be: a 100% stenosis, mildly calcified and not tortuous. Approximately thirteen months after the study index procedure, the patient experienced restenosis of the two previously implanted smart control stents and was treated by bypass surgery (this event was captured previously in another complaint file). The patient recovered. Approximately sixteen and one-half months after the study index procedure, the lesion was reported to be blocked. Endovascular treatment (evt) was performed at the bypass graft non-target lesion revascularization). The patient recovered. Additional information received indicated that the blockage reported was in the bypass graft. There was no reported restenosis or thrombosis of the two (2) previously implanted smart control stents. It was unknown if the blockage reported was within five (5) mm. Of the previously implanted two (2) smart control stents. It was unknown if the patient maintained on antiplatelet therapy or if the patient was compliant with the prescribed antiplatelet therapy. It was unknown what was done (evt) specifically to treat the reported blockage. It was unknown if the blockage of the bypass graft was thought to be related or unrelated to the study index procedure or devices by the study/study¿s principle investigator. (B)(4). The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15680155 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenotic lesions in stents are usually treated with intra-stent percutaneous transluminal angioplasty (pta) or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please reference MFR. Report # 9616099-2016-00218 and # 9616099-2016-00219.